Manufacturer narrative:
A device history record (DHR) review did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. Probable cause of the reported issue is physical damage. The endoscopic image flickering when angulated was confirmed during the evaluation. During the device evaluation, the rubber was found scratched and the glue was cracked. The bending section wire was frayed. The instructions for use warn: follow the warnings given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result.

Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. The customer received a replacement device. No patient injury was reported. The type of procedure is unknown. No additional information has been provided by the customer. If additional information is obtained a supplemental report will be filed.

Event description:
Olympus received a report from the user facility stating that the screen became black and showed no image during a procedure. No patient injury was reported. No additional information was obtained.